Manufacturer narrative:
Additional information: h11 radiographic image review: 2 panel image of ap x-rays provided. Left panel dated 15-10-2024 and right panel dated 09-01-2025. L2-l5 interbody fusion was provided. The l4-5 interbody graft appears collapsed on right panel compared to left panel. Lateral view of same was provided. The l4-5 interbody graft appears collapsed in right panel compared to left. The l3-4 graft appears unchanged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. The patient had post operative back pain. Levels implanted: l4/5 it was reported that there was cage sintering with the implanted cage resulting in distraction loss from 10.1 to 8.4mm. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is germany. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having level 2 transfo raminal lumbar interbody fusion (tlif). It was reported that the catalyft cage was broken. There was no patient symptom reported. There were no further complications reported regarding the event.